Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a button error and a crack on the insulin pump. The customer's blood glucose reading was 264 mg/dl. The customer stated that her blood sugars have been running high and there are cracks on the battery compartment as well as the reservoir compartment. The customer stated that when she tried to rewind the act button, it was intermittently working. The customer stated that she treated her high blood glucose with the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with a cracked case at a display window corner, cracked belt clip slot, minor scratches on the display window, scratched reservoir tube window, cracked battery tube threads and a cracked reservoir tube lip. No unexpected button error alarm was noted during testing. All of the buttons functioned properly. No damage was found on the keypad assembly. No unlocked keypad connector was noted. The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test.